Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the right ventricular (rv) lead was found unable to capture at maximum output the day following cardio-pulmonary resuscitation for asystole. After review of a chest x-ray the rv lead was found to be located in the outflow tract the day of the code compared to the normal chest x-ray the day after the implant procedure. The rv lead remained in use. The patient later died ina manner unrelated to the device system.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.